Manufacturer narrative:
Device is combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mid left anterior descending (lad) artery. A 3.50 x 24mm synergy ii drug-eluting stent was advanced to treat the lesion; however, the balloon failed to inflate. Another indeflator was used and successfully deployed the stent in the proximal lad. The device was removed and the balloon was checked outside the patient. Deflation was confirmed and the device reintroduced without attaching to the indeflator to measure the mid lad lesion. During removal, the end part of the shaft broke and the balloon embolised into the lad artery. The device was removed and the procedure completed. There was no serious injury to the patient.